Manufacturer narrative:
(B)(4). This was initially reported on 0001822565-2023-00148; however, product ID needed to be updated based on additional information received. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: relative radiolucency of the glenoid suggests severe osteopenia. However, no definite fracture can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00148-1; item#00434901213; lot#65538166. 0001822565-2023-00149-1; item#00-4360-036-00; lot#65356130. 0001822565-2023-00152; item#00434903603; lot#65352850. Other associated products: item#47436108300; lot#56672638. Item#0104223033; lot#3021582. Item#0104223042; lot#3127010. Item#47430906125; lot#65267726. Item#47430904601; lot#65157507. Item#47430902501; lot#65553821.

Event description:
It was reported patient underwent a right shoulder revision approximately two (2) weeks post implantation due poor bone quality, dislocation, and fixation of implant. Attempts have been made and no further information has been provided.